Event description:
It was reported that the patient was seen in clinic for a routine follow-up and the left ventricular lead exhibited loss of capture. The lead remained implanted and the patient would be scheduled for an x-ray.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.